Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that reductions in pump speed with power spikes were noted on (B)(6) 2015. The patient was asymptomatic during the events. The patient¿s log file was submitted for evaluation and 6 low speed advisory events and 2 low speed hazard events were recorded. The events appeared to have occurred while the patient was connected to battery power. X-rays of the percutaneous lead showed areas of concern. A distal-end percutaneous lead replacement was performed on (B)(6) 2015. Pump stoppages occurred during the procedure; the area of concern observed on the x-ray images was manipulated to restart the pump. The replacement was completed successfully and the patient had no further issues during the 24 hour observation period prior to being discharged.

Manufacturer narrative:
Additional information - device evaluation: the report of low speed alarms and a pump stoppage event could be confirmed based on the evaluation of the returned portion of the percutaneous lead (lead). Approximately 13 inches of the external portion/distal end of the lead was received for analysis. The reinforcing sleeve had been cut open prior to return, and approximately 10 inches of this outer jacket layer was not returned. The remainder of the reinforcing sleeve was removed, and examination the braided shielding and bionate layers revealed areas of shield breakdown. Continuity testing was performed on the returned portion of the lead and the green and yellow wires of the lead were found to have continuity issues. The braided shielding and bionate layers were removed and examination of the underlying wires revealed fractures in the green and yellow wires adjacent to the metal/system controller connector. Further examination of the lead in this area revealed a disruption in the insulation of the orange wire. The conductors of these wires were exposed as a result of the observed damage. The fracture of the green and yellow wires and the disruption in the insulation of the orange wire appeared to be the result of repetitive movement of the lead in this area. This movement caused abrasion to the wires as a result of rubbing against the braided shielding. The yellow and green wires are redundant wires which support motor phase 1, and the orange wire represents one of the two wires which support motor phase 3. At least one wire from each motor phase must be intact in order for the pump to operate. The fracture of both wires in motor phase 1 would have left the pump operating on only two out of the three motor phases and would have resulted in the reported low flow, low speed and pump stoppage events, regardless of whether the patient was on battery support or connected to the power module. An interruption in pump function could have also occurred as a result of a phase-to-phase short if the exposed conductors from two different wires made direct contact with each other or simultaneous contact with the braided shield while the system was operating on either tethered or battery power.

Manufacturer narrative:
Approximate age of device ¿ 4 years. The patient remains ongoing on pump support. The replaced portion of the percutaneous lead is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.